Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a bone spur on their spine and the stimulator wasn't working or doing its job. Patient said they couldn't find a setting that turned the pain down since "probably january." Patient mentioned they had back surgery on may 11th for the bone spur and their doctor asked if they wanted to have the stimulator removed, which patient agreed to. Patient stated they still had the rest of their equipment and didn't know what to do with it. A request was sent to the repair department to send a prepaid return label for the controller and recharger. Patient was unable to removed the controller's battery.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead product ID 977a275 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead product ID 977a275 lot# serial # (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead product ID 977a275 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6) ubd: 26-jul-2027, UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.